Event description:
Device originally reported from zimmer (B)(4) as bent. Upon physical and technical inspection in zimmer (B)(4), it was noted that the device was fractured.

Manufacturer narrative:
This report will be amended when our investigation is complete.